Event description:
It was reported that the customer experienced high blood glucose of 600mg/dl. The mother stated that the customer was tense when the cannula was inserted in the stomach. Then they noticed that the cannula was bent and change the site to buttocks. The caller stated that the customer did not skip taking the insulin. The mother declined to be transfer to helpline and stated that they will seek a health care professional to see if alternate site or different infusion set is an option or may help. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).